Event description:
Complainant alleged that the clinicians were attempting to defibrillate a pt (age and gender unknown) who had coded, but although the device charged, it did not discharge when the paddles' discharge buttons were depressed. The clinicians were able to obtain another device to successfully defibrillate the pt. The complainant indicated that there was no adverse effect to the pt as a result of the reported failure.